Event description:
The customer reported a false nonreactive architect syphilis tp result on a 32-yr old pregnant female patient diagnosed with syphilis. Results provided: 0.7 / 0.7 / 0.68 s/co, negative by rpr, positive by tppa and another laboratory (elisa). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8d09-77 that has a similar product distributed in the us, list number 8d06-41.

Manufacturer narrative:
The complaint investigation for the architect syphilis tp assay lot 32478be01 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and inhouse testing of retained kits with the complaint lot number. Return sample testing was completed on the architect and confirmed the non-reactive results (0.81 s/co). Further testing: recomline treponema igm: negative; recomline treponema igg: negative. Trending review determined no trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Inhouse testing of reagent kit lot# 32478be01 determined that the sensitivity performance is not negatively impacted. Labeling was reviewed and adequately addresses the customer issue. Based on our investigation, no systemic issue or deficiency with the architect syphilis tp reagent lot 32478be01 was identified.